Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Cartridge and infusion set have been in use for 4 days. Customer stated cartridge and infusion set will be changed.